Event description:
The field svc engineer noted the sys displayed a collimator iris too large error message during a procedure. There was no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator was calibrated during the svc call. The sys was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.